Event description:
New information noted that the patient was asymptomatic to oversensing during routine follow-up. The patient's condition was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced. No patient symptoms were reported.